Manufacturer narrative:
Reporter is a synthes employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during a scoliosis surgery the correction key was seated and then broke. The correction key was changed to a unitized set screw. There was a surgical delay of fifteen (15) minutes. Fragments were generated and easily removed. The procedure was completed successfully. This report involves one (1) expedium verse spine system verse correction key 5.5. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The 5.5 exp verse fen scr 6.0x40 (part # 199723640, lot # 295665) was received at us cq. Upon visual inspection at cq, the thread of reduction tab was found stripped and showed discoloration. No other issues were identified with the returned device. The reported condition of broken cannot be confirmed. However, the overall defect is observed so the complaint is confirmed. The complaint could be confirmed for the received device. No definitive root cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: p/n: 199721000. Lot: 295665. The DHR of product code: 199721000. Lot : 295665. Was electronically reviewed and no non-conformances were observed during the manufacturing process. The product was released on: 09.12.2020. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.